Manufacturer narrative:
The device has not been returned. However, the non-visual device evaluation has been completed and the results are as follows: DHR results the DHR was reviewed for hahn tapered implant lot# 6108618 and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Stock product reviewed results a review of stock product was performed for hahn tapered implant lot# 6108618 and found no additional product in stock. Investigation methods/results customer did not return the reported device for review to date. However, the non-visual device investigation has been completed. Root cause "lack of primary stability" is a common complaint in regard to implant failure. This occurs when the patient's bone does not integrate with the implant surface. The possible responses to this complaint could be attributed to various causes. Although the root cause for lack of primary stability is inconclusive and specific to each case, probable causes could be due to insufficient bone or poor bone quality; either the bone was too soft, or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Premature loading, patient's health, peri-implantitis, smoking, and lack of oral hygiene may also be contributing factors. Per the reported information, the patient has a history of adhd, anxiety, smoking, and periodontal disease. IFU 570 rev 3.0 (hahn tapered implant system) contains the following statement in the contraindications section: "hahn tapered implants should not be placed in patients discovered to be medically unfit for the intended treatment. Prior to clinical intervention, prospective patients must be thoroughly evaluated for all known risk factors and conditions related to oral surgical procedures and subsequent healing. Contraindications include but are not limited to: vascular conditions, uncontrolled diabetes, clotting disorders, anticoagulant therapy, metabolic bone disease, chemotherapy or radiation therapy, chronic periodontal inflammation, insufficient soft tissue coverage, metabolic or systemic disorders associated with wound and/or bone healing, use of pharmaceuticals that inhibit or alter natural bone remodeling, any disorders which inhibit a patient's ability to maintain adequate daily oral hygiene, uncontrolled parafunctional habits, insufficient height and/or width of bone, and insufficient interarch space." IFU 570 rev 3.0 (hahn tapered implant system) contains the following statement in precaution section surgical procedures: "minimizing tissue damage is crucial to successful implant osseointegration. In particular, care should be taken to eliminate sources of infection, contaminants, surgical and thermal trauma. Risk of osseointegration failure increases as tissue trauma increases. All drilling procedures should be performed at 2000 rpm or less under continual, copious irrigation. All surgical instruments used must be in good condition and should be used carefully to avoid damage to implants or other components. Implants should be placed with sufficient stability; however, excessive insertion torque may result in implant fracture, or fracture or necrosis of the implant site. The proper surgical protocol should be strictly adhered to." IFU 570 rev 3.0 (hahn tapered implant system) contains the following statement in warning section: "absolute success cannot be guaranteed. Factors such as infection, disease and inadequate bone quality and/or quantity can result in osseointegration failures following surgery or initial osseointegration." IFU 570 rev 3.0 (hahn tapered implant system) contains the following statement in warning section: "the implant site should be inspected for adequate bone by radiographs, palpations and visual examination. Determine the location of nerves and other vital structures and their proximity to the implant site before any drilling to avoid potential injury, such as permanent numbness to the lower lip and chin."

Manufacturer narrative:
The device has not been returned. If/ when the device is returned an investigation will be carried out and a supplemental report will be submitted. This complaint will be kept on record for track and trending purposes.

Event description:
It was reported that the hahn tapered implant failed. The patient's bone type is iii-IV. The patient has a history of adhd, anxiety, smoking, and periodontal disease. It was also noted that the patient has removable partial dentures, and that osteogeny bone graft material was placed prior to implant placement. The patient presented on (B)(6) 2023 for a primary procedure on tooth #19. The patient returned on (B)(6) 2023 to the second stage of surgery with complaints that the partial was not fitting correctly. Upon examination, the provider noted that the patient could not go without wearing the partial denture and, by doing so, could have rubbed on top of the implant. It was determined that the implant failed to integrate, and the device was removed. New implants were successfully placed at locations 18 and 20. Based on the dates noted in the questionnaire completed by the provider, a medical opinion was sought, and it was determined that because the implant was placed and removed in such a short time, it lacked stability.

Manufacturer narrative:
The device was returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The investigation has been completed and the results are as follows: DHR results: the DHR was reviewed for hahn tapered implant lot# 6108618 and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Stock product reviewed results: a review of stock product was performed for hahn tapered implant lot# 6108618 and found no additional product in stock. Investigation methods/results: the device was returned but not in original package. The implant was verified to be a hahn tapered implant ø4.3 x 8mm (70-1154-imp0009) using the radiographic template (pk-209-062515). There was no defect or non-conformity observed and the threads were intact. Matter was observed in the treading of the implant. The complaint is verified based on the returned part but cannot confirm the failure mode. There was no evidence found that indicated that the reported issue was caused by the device itself. Root cause: "failure to osseointegrate" is a common complaint in regard to implant failure. This occurs when the patient's bone does not integrate with the implant surface. The possible responses to this complaint could be attributed to various causes. Although the root cause for failure to osseointegrate is inconclusive and specific to each case, probable causes could be due to insufficient bone or poor bone quality; either the bone was too soft, or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Premature loading, patient's health, peri-implantitis, smoking, and lack of oral hygiene may also be contributing factors. Per the reported information, the patient has a history of adhd, anxiety, smoking, and periodontal disease. IFU 570 rev 3 (hahn tapered implant system) contains the following statement in the contraindications section: "hahn tapered implants should not be placed in patients discovered to be medically unfit for the intended treatment. Prior to clinical intervention, prospective patients must be thoroughly evaluated for all known risk factors and conditions related to oral surgical procedures and subsequent healing. Contraindications include but are not limited to: vascular conditions, uncontrolled diabetes, clotting disorders, anticoagulant therapy, metabolic bone disease, chemotherapy or radiation therapy, chronic periodontal inflammation, insufficient soft tissue coverage, metabolic or systemic disorders associated with wound and/or bone healing, use of pharmaceuticals that inhibit or alter natural bone remodeling, any disorders which inhibit a patient's ability to maintain adequate daily oral hygiene, uncontrolled parafunctional habits, insufficient height and/or width of bone, and insufficient interarch space." IFU 570 rev 3 (hahn tapered implant system) contains the following statement in the surgical procedures under the precaution section: "minimizing tissue damage is crucial to successful implant osseointegration. In particular, care should be taken to eliminate sources of infection, contaminants, surgical and thermal trauma. Risk of osseointegration failure increases as tissue trauma increases. For best results, please observe the following precautions: all drilling procedures should be performed at 2000 rpm or less under continual, copious irrigation. All surgical instruments used must be in good condition and should be used carefully to avoid damage to implants or other components. Implants should be placed with sufficient stability; however, excessive insertion torque may result in implant fracture, or fracture or necrosis of the implant site. The proper surgical protocol should be strictly adhered to." IFU 570 rev 3 (hahn tapered implant system) contains the following statement in the warning section: "absolute success cannot be guaranteed. Factors such as infection, disease, and inadequate bone quality and/or quantity can result in osseointegration failures following surgery or initial osseointegration." IFU 570 rev 3 (hahn tapered implant system) contains the following statement in the warning section: "the implant site should be inspected for adequate bone by radiographs, palpations and visual examination. Determine the location of nerves and other vital structures and their proximity to the implant site before any drilling to avoid potential injury, such as permanent numbness to the lower lip and chin." The manufacturer internal reference number is: (B)(4). This is the second of two complaints for the same patient, related MDR number: 3011649314-2023-00478. CAPA 24-005.

Event description:
It was reported that the hahn tapered implant failed. The patient's bone type is ii. The patient has a history of adhd, anxiety, smoking, and periodontal disease. It was also noted that the patient has removable partial dentures. The patient presented on (B)(6) 2023 for a primary procedure on tooth #5. The patient returned on (B)(6) 2023 to the second stage of surgery with complaints that the partial was not fitting correctly. Upon examination, the provider noted that the patient could not go without wearing the partial denture and, by doing so, could have rubbed on top of the implant. It was determined that the implant failed to osseointegrate, and the device was removed. New implants were successfully placed at locations 18 and 20.

Manufacturer narrative:
D6b was reported in the initial report as 04/06/2023, however, the device was already out when the patient arrived at the clinical and not explanted by the provider. G4 was inadvertently reported as a combination product in the previous report. It is confirmed that the reported device is not a combination product. CAPA ca-00016. Manufacturer reference: (B)(4).

Event description:
It was reported that the hahn tapered implant failed. The patient's bone type is ii. The patient presented on (B)(6) 2023 for a primary procedure on tooth position (bone type) #5 (d3/4) and #19 (d2). The patient returned on (B)(6) 2023 to the second stage of surgery with complaints that the partial was not fitting correctly. The patient was smoking and had a very dry mouth. Upon examination, the provider noted that the patient could not go without wearing the partial denture and, by doing so, could have rubbed on top of the implant. The implant was already out then the patient came to the clinic. It was determined that the implant failed to integrate, new implants were successfully placed at areas #18 and #20. It was reported that there was no patient injury and no infection.

Manufacturer narrative:
D4 in the previous report was inadvertently reported as 06/03/2025, however, the correct date should have been reported as 06/04/2025. CAPA ca-00016. Manufacturer reference: (B)(4).